Event description:
Pre-treatment temperature was 95.8 f max 99.6. Pt complained of chills during the treatment. Dr. Notified. Blood culture drawn. Pt stayed on full treatment. Discharged to home. No further problems.